Event description:
It was reported by the patient's mother that she believed that the patient's seizure activity had increased since recently being implanted. The patient's vns had not yet been turned on. No further relevant information has been received to date.